Event description:
It was reported that the patient experienced difficulty with the artificial urinary sphincter (aus) not functioning properly. At a later date, the patient underwent a surgical procedure to explant the aus device due to fluid loss from the aus balloon. All new aus components were implanted. No patient complications were reported.